Manufacturer narrative:
The customer¿s report of set leaking was confirmed. During visual inspection of the set it was noted that the silicone segment part number had a tear near the upper fitment. The tear was measured to be (B)(6) inches long. Visual examination under magnification observed no crush mark to the upper or lower blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. The root cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Set received unexpectedly. The customer attached a note to the product that stated the "tubing leaked inside of alaris pump chamber". No additional event information provided.